Event description:
The healthcare provider (hcp) reported via the manufacturer¿s representative (rep) that stimulation caused uncomfortable stimulation everywhere on the leads. The physician said to wait to worry about the issue because of edema from initial implant as well as a possible cerebral spinal fluid leak post-operatively. The abdominal stimulation was not obvious when programming so the issue was hard to understand since during implant the patient reported that placement was good. Relevant medical history includes spinal pain. The abdominal stimulation became an issue a month prior, and when the patient informed the rep. They were surprised. An x-ray and programming were performed. As a result of the issue the leads were explanted on (B)(6) and replaced with two different leads. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).